Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that intermittently their device would have a blank display. When this occurred the device buttons were unresponsive. In this state defibrillation therapy may not be available to a patient if needed. There was no patient use reported for this event.

Event description:
The customer contacted physio-control to report that intermittently their device would have a blank display. When this occurred the device buttons were unresponsive. In this state defibrillation therapy may not be available to a patient if needed. There was no patient use reported for this event.

Manufacturer narrative:
Physio-control evaluated the customer¿s device and was unable to duplicate the reported issue. The cause of the reported issued could not be conclusively determined. The customer was sent a replacement device.